Event description:
(B)(4) is the initial importer of this device which is a rollator. The end-user received the device directly from a service provider at a nursing home through (B)(6) in 2016. End user was getting up from seated position on rollator when wheel locks reportedly failed and the unit moved causing her to fall. She was taken to the ER immediately by ambulance where she was diagnosed with a fractured hip. She was sent to rehab as she was not a surgical candidate. Drive pms is awaiting device for evaluation. The daughter has no owners manual nor has the unit been adjusted or received maintenance to her knowledge since it was received initially.

Event description:
Drive devilbiss healthcare is the initial importer of this device which is a rollator. The end-user received the device directly from a service provider at a nursing home through medicare in 2016. End user was getting up from seated position on rollator when wheel locks reportedly failed and the unit moved causing her to fall. The fall triggered a seizure. She was taken to the ER immediately by ambulance where she was diagnosed with a fractured hip. She was sent to rehab as she was not a surgical candidate. Drive pms is awaiting device for evaluation. The daughter has no owners manual nor has the unit been adjusted or received maintenance to her knowledge since it was received initially. No information was obtained regarding pre-existing conditions.